Event description:
It was reported via repair work order that the scale was inaccurate scale as it was not zeroed out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.